Manufacturer narrative:
Product analysis summary: the wire is badly deformed, no acute kinks but several bends and the device feels stiff. The coating appears worn or lighter in color. The j-tip is relaxed. The wire appears to be used and or reprocessed. The wire does not uncoil when uncoiled and placed on the table. This is not usual. If information is provided in the future, a supplemental report will be issued.

Event description:
An 0.035" angiographic wire was reported to be kinked.

Manufacturer narrative:
Additional functional testing: the wire shows signs of dried blood which would contribute to wire stiffness and inability to actuate "j". Flexible tip length could not be checked due to the dried blood within the coils of the wire preventing the core wire from being extracted undamaged. If information is provided in the future, a supplemental report will be issued.